Manufacturer narrative:
Corrected the event date, b3 - date of event. No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device alarmed, and they silenced the alarm, but pump was still beeping. The pump was stopped; settings reviewed. Reservoir volume was 51.5 ml, rate was 2.5 ml/hour, volume given was 62.5 ml. Pump restarted, and "no disposable alarm" occurred. The device was powered down, they instructed the patient to clamp tubing closest to port and the cassette was removed. The cassette tubing was massaged, and the cassette was tapped on hard surface. Cassette reattached, port tubing unclamped and pump powered on. No disposable alarm returned, and the process was repeated. The event occurred at the patient's home and was operated by a health professional. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.